Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of endophthalmitis, pain, and blindness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported 2.5 months after xen implant to the left eye, patient developed left eye pain and blindness. The next day patient was admitted to the hospital. Patient was diagnosed with endophthalmitis and was treated with vancomycin and aprokam. Patient improved and was discharged from the hospital on (B)(6) 2017. Patient continued to be treated with antibiotics and steroids. Vision has come back to initial state. Iop about 10mmhg without anti-glaucoma medicines. The device remains implanted.